Event description:
A customer reported encountering cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information and guided them through resetting the pump. After the reset, the error code did not reappear, and the customer successfully started their sensor session.